Manufacturer narrative:
Device evaluation: the device related to the reported events tyvek or thermoform sticking was received on january 26, 2026, with lot number [only thermoform received, device not received]. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: observed inner and outer thermoforms stuck together through visual inspection. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "the inner and outer trays became tightly adhered and the product could not be removed using normal methods. When it was forcibly opened, it became contaminated, so it was not used". Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "the inner and outer trays became tightly adhered and the product could not be removed using normal methods. When it was forcibly opened, it became contaminated, so it was not used". Device was not implanted.